Event description:
It was reported that the patient with this right ventricular lead presented to the emergency room one day post-implant complaining of chest pain. Increased thresholds were noted and it was suspected that, during the implant, the lead had perforated the patient's heart. An x-ray was inconclusive. The lead was explanted, replaced, and returned for analysis. Additional information was received indicating that the patient had expired one day after the replacement lead was implanted. The field representative reported that the physician believed that the likely perforation may have caused or contributed to the patient's passing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than a cut in the outer lead insulation which likely occurred during explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Perforation and associated chest pain are included in labeling as a known inherent risk of this lead.

Event description:
It was reported that the patient with this right ventricular lead presented to the emergency room one day post-implant complaining of chest pain. Increased thresholds were noted and it was suspected that, during the implant, the lead had perforated the patient's heart. An x-ray was inconclusive. The lead was explanted, replaced, and returned for analysis. Additional information was received indicating that the patient had expired one day after the replacement lead was implanted. The field representative reported that the physician believed that the likely perforation may have caused or contributed to the patient's passing.